Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages and a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages/exposed wires) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.